Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 95-110mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: 1: 84mg/dl (B)(6) 2015 6:30am; 2: 74mg/dl (B)(6) 2015 7:20am; 3: 69mg/dl (B)(6) 2015 9:30am; 4: 73mg/dl (B)(6) 2015 6:30am; 5: 79mg/dl (B)(6) 2015 6:30am. Customers concern: 79mg/dl (B)(6) 2015 6:30am ,73mg/dl; (B)(6) 2015 6:30am ,69 mg/dl; (B)(6) 2015 9:30am and 74 mg/dl (B)(6) 2015 7:20am. No adverse event reported.